Event description:
Event description guidant received information that this patient had been experiencing syncopal episodes. Device testing was appropriate. However, egrams noted noise on both channels which was also observed during pocket manipulation. The physician suspected an inadequate connection was causing the reported issues and was going to open the pacemaker pocket and perform testing. This pacemaker is included within a subset of devices in a safety advisory notice. This device was identified to be susceptible to failure mode 2, which may affect the communication and/or pacing functions of the device. Therefore, the decision was made to explant the device. Lead testing was performed during the replacement procedure which verified appropriate lead function. A new pacemaker was implanted and successfully interfaced to the existing leads.